Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a power error. Blood glucose level at the time of the incident was not provided. The customer was instructed as to how to clear the error and was advised to monitor the device. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The pump was returned for low battery and power error alarms. The detailed trace analysis confirmed the alarms, and the root cause was the non-sleep anomaly software error. The pump also had a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.